Manufacturer narrative:
The manufacturer previously reported a patient expired while on a ventilator and submitted a final report as we were unable to obtain additional information. The device was released from quarantine and was evaluated by the manufacturer. No malfunction of the device was observed. The device failed a test step during testing related to the real time clock function. This issue would not affect the device's ability to deliver therapy as designed.

Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if any malfunction of the device occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient expired while on the ventilator. The device has not been returned to the manufacturer. The device is being placed in quarantine. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.